Event description:
Country of complaint: (B)(6). For a patient who was served with hydrolift has been determined that the hydrolift had a malposition. During re-implantation while screwing in the thread, the thread broke without high effort. A new implant has been needed. We presume a surgical delay of greater than 15 minutes.

Manufacturer narrative:
Evaluation: final step during the surgery, procedure is the unscrewing of the connection-prune. A second connection is not designated. The screwing moment is made factory-provided with a torque key and is meant for 1, 4+-0, 1 nm. The grasp of the connection-prune allows more than this torque. The grasp geometry is especially designed so that a screwing on can made without any problems. It is a matter of user error.